Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a health care provider (hcp) that a patient was hospitalized and diagnosed with diabetic ketoacidosis while using the omnipod 5 system, with the event occurring several months prior to the report. The specific date of event was not reported. The date of event of this report was updated to (B)(6) 2025, as an estimated occurrence date. The hcp did not provide any additional details. Multiple good-faith attempts were made to obtain further information from the patient; however, no additional details could be obtained